Manufacturer narrative:
A report was received indicating a cypher stent was associated with proximal strut uplift. During an interventional stenting procedure a 2.75 x 18mm cypher stent delivery system (sds) failed to cross the lesion. No patient, lesion, vessel or procedural information is available. It was reported there was no patient injury. It is not known if the procedure was completed with another device. The sds was returned for failure analysis and revealed the proximal struts were uplifted. The crossing profile was measured and it was found to be within specification. The proximal crossing profile was not measured due to the condition of the stent. A device history records review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan, including crossing profile test results. Based upon the limited information, it is not possible to draw a conclusion about a relationship between the device and the event.

Event description:
During an interventional stenting procedure, the 2.75 x 18mm cypher stent did not cross the targeted lesion. A secondary failure was noted. The stent was flared at the proximal end. There was no patient injury.